Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient experienced a hypoglycemic event and lost consciousness. The patient reported that they were unsure what specific malfunction of the cgm device caused the event to happen, as everything happened very quickly. The patient did not remember receiving an urgent low alarm. It was reported that an emergency doctor came to the scene and that the patient was given something ¿to smell¿, this would have most likely been a baqsimi nasal glucagon spray. The patient was advised to go to the hospital but refused this. No blood glucose readings were reported from the event. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.